Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported.

Event description:
It was reported that the catheter broke. During procedure, a direxion catheter broke upon advancing into the vessel before injecting beads. There were no patient complications reported.

Event description:
It was reported that the catheter broke. During procedure, a direxion catheter broke upon advancing into the vessel before injecting beads. There were no patient complications reported.

Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported. Device evaluated by manufacturer: the device was returned for analysis. The device shaft was analyzed for any damage. The devices shaft showed damage in the form of 1 fracture. The fracture was located 14cm from the hub. The device was not completely separated the inner liner was still connected. The fracture looked consistent with a bending and tensile force breaking. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.